Event description:
It was reported via clinic notes received into cts on (B)(6) 2011 that a vns patient implanted in (B)(6) 2009 was experience an increase in seizure activity beginning the week of (B)(6) 2011. The patient had numerous seizures that day without a clear return to baseline however, distat resolved the seizures. The seizure activity occurred again on (B)(6) 2011. It was noted that the deterioration of seizure control is believed to be due to vns battery charge loss and the patient will be referred for revision surgery. The patient will be given a low dose of klonopin for seizure control until the surgery can occur. The patient was implanted with a new generator on (B)(6) 2011. Good faith attempts to obtain additional information have been unsuccessful to date.

Event description:
Additional information was received on (B)(4) 2012. It was reported that no causal or contributory programming or medication changes took place prior to the increase in seizures and that the increase in seizures was most likely due to battery failure. The seizure increase was not above pre-vns levels, and since generator replacement, seizure control has improved.

Event description:
Product analysis of the explanted generator has been completed. During the analysis, an ifi = yes flag was observed however this only indicates intensified follow up and does not mean the device is at end of service. The battery was partially depleted measuring only 2.639 volts. Good faith attempts to obtain additional information including whether or not seizure control has improved since the generator was replaced have been unsuccessful.

Event description:
The explanted generator has been received by the manufacturer and is currently undergoing product analysis.